Event description:
Study title: endotoxin-associated sterile peritonitis observational study (e-steps); protocol number: (B)(4); subject number: (B)(6); subject initials: not reported; study sponsor: baxter. This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of septicaemia secondary to peritonitis in a subject coincident with extraneal viaflex, physioneal 40 unknown bag, and nutrineal pd4 unknown bag therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the subject experienced septicaemia secondary to peritonitis and was hospitalized that same day due the event. Treatment was not reported. On (B)(6) 2011, the subject was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the peritonitis was no device malfunction or use error identified.